Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported the device o-ring was falling off of the fill lines and appeared to be too tight to quick connect to smartmpump during testing for procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported the device o-ring was falling off of the fill lines and appeared to be too tight to quick connect to smart pump during testing for procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
H3 other text : product was discarded.